Manufacturer narrative:
Based on the claim against the product by the customer noting the site was getting the c-34 error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse experienced numerous c-00 errors upon startup of the integrated electrosurgical unit (iesu). Fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis was able to replicate and confirm the reported issue. The unit was turned on and displayed error c-34 upon booting up. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. A review of the site's complaint history indicates that this record is related to patient identifier: (B)(6). This complaint is being reported based on the following conclusion: the customer used third-party generator after the start of the procedure due to the iesu not functioning. The iesu was replaced after the procedure completion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site was getting the c-34 error again. Technical support engineer (tse) had the site change cables with no change. The site opted to use the valley lab generator for case and would advise the charge nurse not to put further cases on the system until issue is resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically. The patient demographic information could not be provided.